Event description:
The complainant has reported that in 2003, a patient (gender unk) was noted to have an esophageal perforation at redo fundoplication. The repair broke down which resulted in placement of a covered metal stent ten days later, the ultraflex esophageal stent remained implanted within the patient. There was no report of any complications or ill effects during the time the stent was in place. In 2006, the patient had a retrosternal esophageal bypass with maleana, the initial scope indicated a sb bleed. An emergency laparotomy was performed the following month. A diagnosis of aorta-esophageal fistula was made after the stomach remnant was opened. The clinician reported that they were unable to salvage the patient. The patient expired on the same day. The location of the fistula was at the stent site. The stent is not available to be returned for investigation as it remained implanted in the patient's esophagus. Information provided by the clinician indicates "had the patient not had the stent placed, they would most likely have died 3 yrs ago".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use indicate the covered ultraflex esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only, and occlusion of concurrent esophageal fistula.